Manufacturer narrative:
Date of event is estimated. The allegation is against one of four leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8339259. Product family: scs, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 7758127. Product family: scs, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8339259.

Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein a lead was implanted and on (B)(6) 2024 wherein an ipg and extensions were implanted to address the issue. Patient is receiving therapy.